Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device was not able to close urethra as the cuff implanted was too small. The procedure was successful.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.